Manufacturer narrative:
Received 1 used silicone catheter only. The reported issue was confirmed; per visual inspection no defects were found. Per functional evaluation water was injected by drainage lumen and leakage was noted near the bifurcation area on the drainage lumen at 0.5¿ from bifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use.: (B)(4).

Event description:
It was reported that three days after placement, urine leaked from the bifurcation of the funnel of the catheter. It was later reported that medicons' in house observation observed no damage to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that three days after placement, urine leaked from the bifurcation of the funnel of the catheter. It was later reported that medicons' in house observation observed no damage to the returned sample.